Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the tip of the bd nexiva¿ closed IV catheter system was damaged and jagged. The following information was provided by the initial reporter: "over the last two weeks, staff have commented on the difficulty of the nexiva 20g IV¿s being ¿draggy¿. They have explained to me that the tips are ¿jagged¿ after an unsuccessful attempt."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd nexiva¿ closed IV catheter system was damaged and jagged. The following information was provided by the initial reporter: "over the last two weeks, staff have commented on the difficulty of the nexiva 20g IV¿s being ¿draggy¿. They have explained to me that the tips are ¿jagged¿ after an unsuccessful attempt."